Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed, all components were correctly placed and according to specifications, however, damage at the gland component was observed. Functional tests including pressure test and clear passage underwater tests were performed and the results were not satisfactory. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking from the clearlink valve on the tubing. The leak was observed in the patient¿s room during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.